Event description:
The user received erroneous results from the p module for several days. Of the data provided, one result for creatinine was found to be discrepant. The initial result was 0.2 mg per dl, the repeat result, when manually rerun on another p module, was 1.0 mg per dl. The erroneous result was not reported. The field service representative determined there was a defective sampling mechanism and replaced it. He verified the analyzer performance with a precision check.